Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as an abscess. The patient's doctor provided the patient with an antibiotic and advised the patient to remove the lifevest. Follow up was completed and the skin irritation was improved.